Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for non-malignant pain. It was reported there was a recharging connection issue. The rep stated an x-ray was done and confirmed the ins was not flipped. It was noted the patient only had 4 coupling bars at most. The rep stated they would try a different recharger. It was noted the physician was considering a pocket revision. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) reporting that the patient was to be scheduled for a pocket revision. No further complications were reported.